Event description:
No exact blood glucose levels reported. It is reported that the customer was hospitalized for high blood glucose levels. No additional information is provided.

Manufacturer narrative:
One sealed reservoir was evaluated. A visual inspection was performed and it was found that the transfer guard needle position was off center and unable to pre-fill.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.